Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customers complaint was not confirmed, however, there were ventilator service required codes observed in the downloaded event log. The device's system board and machine flow sensor were replaced to address the issue. There was evidence of dust and dirt contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed, however, there were ventilator service required codes observed in the downloaded event log. The device's system board and machine flow sensor were replaced to address the issue. There was evidence of dust and dirt contamination. On previously submitted report, 'describe event or problem: in section b was incorrect. In this report, 'describe event or problem' in section b: the device's system board was not replaced to address the issue. Has been updated/corrected in this report.